Manufacturer narrative:
A representative was at the site. It was found that there was a loose cable connection on the back of the monitor. Tightening the cable resolved the issue. Part not returned.

Event description:
Medtronic received information that while using the navigation system for a functional endoscopic sinus surgery (fess), the screen went completely black, followed by having black lines across the screen. Enough of the screen was visible that the site was able to continue with the case. There was no reported delay to the procedure due to this issue.